Event description:
The vad coordinator reported that, during implantation of a left ventricular assist device (lvad), the pump parameters indicated low flow through the lvad and low flow alarms were displayed on the system monitor. The cannula position and the outflow grafts were checked by the surgeon and the hospital's vad team were not compromised. Despite pump speed increases, the hospital staff was unable to decompress the left ventricle (lv). The system controller was exchanged with no resolution to the alarms. The hospital made a decision to exchange the lvad with an lvad from the backup implant kit. The pt was placed back on bypass and a backup lvad was successfully implanted without further issue.

Manufacturer narrative:
The device has been returned and is currently being investigated by the manufacturer. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.